Event description:
The nurse manager alleged a patient got out of bed and fell to the floor. The nurse did not hear the bed exit alarm.

Manufacturer narrative:
The nurse manager informed the hill-rom technician that the patent did not fall. The technician found the local piezo alarm was not fully functional. The alarm sounded muffled. The technician replaced the beds pcm board to repair the bed.